Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification shows that the spacer and electrode have been completely detached. This part was not returned with the device. There are no manufacturing abnormalities visually observed with the returned device. Functional evaluation of the device could not be performed as the device's tip was completely destroyed, therefore rendering the device's core functionality unable to be tested. A device history review/batch record review for lot finding no discrepancies from released and operating procedures nor conditions that could contribute to the event. The review of the complaint history for the associated complaint product found no similar events in the last three years for the involved lot. The complaint was verified and the root cause could not be determined with confidence; a manufacturing assessment was completed and discarded a workmanship failure. The device is not designed for prolonged ablation. Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. Factors, related to the complaint are as follows: 1. Rate of ablation 2. Prolonged use against dense or bony surfaces. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a procedure, the tip of the device was broken. No significant delay was reported. Backup device was available and no patient injuries were reported.